Event description:
It was reported that the system displayed a precharge error and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the filament driver board. The system operates as intended.